Manufacturer narrative:
Retainer ring: black. Customer reports: blank display. The p-cap / reservoir locked properly during testing. Per visual inspection: cracked keypad overlay at select button. Minor scratched display window, case and keypad overlay. Corroded battery tube and battery cap contact. Device did not power up after battery installation. Unable to download pump history using (thus), verify operating currents or perform self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water severely corroding and causing electrical shorting at pcba1, pcba2, motor and force sensor flex connector traces. It was determined the ingress of water corroding the electronic assembly and causing electrical shorting was the cause of the blank display. The customer complaint of blank display and damage (corrosion) battery cap was confirmed. However, unable to confirmed button keypad anomaly due to the blank display anomaly. In addition, corrosion at electronic assembly could have trigger the button keypad anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad of the insulin pump became puffy and some buttons would not work. Customer also reported that the insulin pump would not power on. Customer had tried several batteries. Customer stated insulin pump had blank display and contacts on battery cap were missing or damaged. Customer had low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.